Event description:
According to the reporter, occurred during a cardiac procedure. The suture was being used for skin closure. The suture thread broke. The thread of the suture detached from the needle. Several different foils of the suture were opened and used but had the same outcome. The surgery time was extended due to the issue with our product. In order to resolve the issue and complete the case, used a competitor's product.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of (B)(4) devices. The visual inspection and functional evaluation of the samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.